Event description:
It was reported that the patient presented for pacemaker replacement procedure. Prior to the procedure, it was noted that the right atrial lead exhibited high capture threshold. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.